Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a fracture of the distal radius. During the use of a guiding block f/2-column dist-rad-pl2.4 n (03.111.501), the surgeon found that the connection screw penetrated in lower side of a plate. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.